Event description:
It was reported that a half day infusor was observed to have particulate matter inside the reservoir. The unit was filled with desferrioxamine. This was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured september 24, 2014 to september 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.